Event description:
It was reported the patient's system was auto-reducing. Diagnostic testing revealed several contacts with invalid impedances. Reprogramming was unable to resolve the issue. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.